Event description:
It was reported that during use of the device for cardiopulmonary bypass procedure (cbp), the perfusion screen froze up at approximately ten minutes prior to coming off cbp. The device was not changed out as the perfusionist continued the case using local controls. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep replaced the central control monitor. The suspect monitor was sent to the MFR for further eval.